Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board needs to be replaced. No additional service information was provided.

Event description:
The customer reported that the system's screen had poor image quality. No pt injury was reported.